Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Event description:
The customer reported via phone that the insulin pump had keypad anomaly. Customer¿s blood glucose was 272 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated the pump was neither dropped nor exposed to moisture. Most of the time going to the pump for a bolus customer stated block mode is inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the buttons are responding now. The insulin pump will be returned for analysis.